Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report the patient was allergic to the 4x4, island dressing, sterile that they received recently. Patient had rash on the skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).